Manufacturer narrative:
The pod was received in the not deployed position. During handling of the of the device, the needle mechanism deployed the soft cannula. Removal of the top housing showed slide insert and slide retract in their intended deployed positions. The download data from the pod showed timeouts and a drive stall during priming. This drive stall prevented the firing flat of the ratchet gear from fully lining up with the release bar before the end of the second priming sequence. Since the drive stall was brief, this resulted in the pod being a small number of pulses away from deploying prior to receipt of the device, resulting in the ratchet gear shifting slightly and deploying during handling of the device. The drive stall prevented the device to deploy properly. The cause of the observed high pulse widths and drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation. The patient's blood glucose level reached 6.8 mmol/l (122.4 mg/dl). A new pod was placed.